Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt is needing MRI. Hcp reports pt said they fully recharged the ins but they couldn't activate MRI mode as they saw a message indicating that the ins battery is too low. Hcp states pt claims that the ins stays charged but the battery icon is red. Hcp was not with pt at time for call for troubleshooting. Hcp then reported that pt said the ins never fully charges. Hcp inquiring how to proceed with MRI. Recommended pt follow-up with hcp regarding reported issue.